Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had frequent false readings from sensors and experienced extreme sensor glucose versus blood glucose issues. The customer reported that he was recently treated by paramedics due to having a diabetic seizure. Blood glucose level at the time of the incident was 28 mg/dl. The customer also stated that he frequently has sensors fall out. The customer was informed that the sensor would be replaced, but will not return the product for analysis.